Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 and on morning (B)(6) 2019 with blood glucose of 370 mg/dl. The customer did experienced the symptoms such as nausea, hyperglycemia and foggy. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not alleging that the insulin pump was under delivering. Customer treated with intravenous, manual injection and nova log pen. Customer was not using auto mode feature on insulin pump. The insulin pump will not be returned for analysis.